Event description:
Event occurred in (B)(4), peru wherein a patient had a spinal deformity construct of multiple pedicle screws implanted with rods and locking caps. At a two-week post-operative follow-up, the patient had noticeable deformity, pain and functional limitation. Imaging showed multiple locking caps came loose, releasing the rods from the construct in the lumbosacral area. Revision surgery was performed to replace 8 of the original 18 screws and locking caps, while the remaining screws, locking caps and rods remained.